Event description:
The patient was giving himself an injection of testosterone and felt like the needle detached and became imbedded in the injection site. The patient went to the ed and an x-ray was performed. The x-ray was unable to find the needle in the patient.

Manufacturer narrative:
It is unknown at this time if a sample will be returned for evaluation. The cn states that he is going to try and get the sample back from the emergency department. The cn was advised that the product is a retractable device and that the needle is likely in the syringe. If a sample is received, a supplemental report will be submitted upon completion of the investigation.